Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) events due to needing basal rate settings adjustments. Customer's bg was between 42-69 mg/dl and was addressed by consuming carbohydrates. Tandem technical support advised customer to consult with their healthcare provider regarding settings adjustments.